Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and went to the hospital emergency department to have their device checked. It was noted that the right ventricular (rv) lead exhibited oversensing and undersensing during arrhythmia episodes. The rv lead remains in use. No further patient complications have been reported as a result of this event.